Event description:
The customer reported that the system would intermittently reset during use. No pt injury was reported.

Manufacturer narrative:
A ge service rep readjusted the power supply and reset the power connections. The system was tested and found to be working as intended and put back into service.